Manufacturer narrative:
Findings: first occurrence- monitor field performance. The distributor stated they performed some checks with a device to verify the static energy of the bed. The results were negative and showed this is not the reason for the shocks. Then the possibility of these shocks being generated by static electricity from the mattresses was then discarded. The investigation has not been completed.

Event description:
Information received indicates users at the hospital are complaining about small electric shocks when touching the bed, especially when they touch the IV pole.